Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference numbers: 2017865-2021-25545, related manufacturer reference numbers: 2017865-2021-25549. It was reported that the patient presented in clinic upon developing an pacemaker pocket infection. The pacemaker and the two other leads were explanted. Patient's condition is stable post procedure.